Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is underway. Upon completion, the results will be forwarded.

Event description:
This report was received from a consumer and not confirmed by a health care professional. It was reported to covidien on (B)(6), 2011 that a customer had an issue with a feeding set. The customer states that she had prepared the tubing set and it was hanging over the feeding pump while awaiting the next feeding. It was during this time that her son removed the cap, put it in his mouth and it became lodged in his throat. The customer's son was air lifted to a hospital where the cap was removed with instruments via the throat. The customer reported that her son is doing fine after removal of the cover.